Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion, deformation and voids in the gel are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Regulatory agency reported "grade IV capsular contracture". Later healthcare professional reported "grade IV capsular contracture" and "implants contracted, with a complete double capsule. Total capsulectomy and mastopexy were performed". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade IV capsular contracture" confirmed via ultrasound and "siliconoma". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: grade IV capsular contracture and granuloma. Clarification to partial date of occurrence b3: "(B)(6) 2023" was provided. Clarification to partial date of implant d6a: 2013 was provided. Regulatory agency aemps contact: (B)(6).

Event description:
Regulatory agency reported on behalf of provider, "grade IV capsular contracture" confirmed via ultrasound. Pathology diagnosed "concordant tissue with periprosthetic capsule with siliconoma". This record is for the left side. Device was explanted without prosthetic replacement and with a full double capsule. Total capsulectomy performed.